Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose down to the 30's mg/dl. The customer was treated with food. The mother reported that her son was growing through puberty. The customer took a lot of insulin. The customer also had reading around 250 mg/dl to 300 mg/dl. The product was not returned for analysis.